Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) and a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A power on reset (por) was reported. The rep was with the patient that day to address it. The caller noted getting ¿invalid implantable neurostimulator¿ on the clinician programmer (8840) after interrogating the ins post por and the 8840 asked the caller to enter the serial number. During the call, the caller entered the serial number multiple times (without the prefix njy, as intended,) and the por continued to occur. Technical services inquired with the caller and the caller stated that the patient had been running stimulation at 7-8v in the past and the patient had confirmed seeing the ¿low ins¿ symbol on the icon patient programmer. Technical services advised that the persistent por occurring that day of the call was likely related to a low ins battery. The caller did note seeing ¿unconfirmed parameter values,¿ and ¿invalid parameters,¿ on the 8840 as well during this process however technical services was unable to find any documentation of that message in the 8840 or technical services resource guide. The caller also saw ¿interference¿ on the 8840 during this process and the message came up multiple times when the clinic lights were on/off and when the patient m oved away from a computer. The por was noted to have occurred in (B)(6) 2020 but all 8840 messages happened during the call on (B)(6) 2020. It was noted that both the caller (who had the health care physician (hcp) on the phone with them) and the hcp were unclear if a fall on (B)(6) 2019, where the patient fell on their side and then on their back, had any effect on the patient¿s system. There were no symptoms and there were no further complications reported. Additional information was received from a health care physician (hcp) via a manufacturer representative (rep). In response to the inquiry for clarification on if the report of the power on reset (por) message and the low battery symbol on the icon was the result of normal battery depletion due to the settings the patient had been using the rep replied that ¿yes, it was determined that it was due to higher amplitudes depleting the ins causing the por. There were no further complications reported. Additional information was received from the manufacturer representative. The rep stated that the patient needs replacement however due to the pandemic of covid-19, the rep is unable to provide additional information. No further complications were reported.